Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'ail sensor failure' was confirmed in the event history log (ehl) review as "reload set!" And reproduced during evaluation.  Evaluation determined the cause to be an out of specification optical sensor readings. The upstream sensor was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.